Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the barcode scanner was not scanning. The field service engineer replaced the usb 3 cable to resolve this issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system scanner was not working. The customer stated that the user managed to get medication from another pyxis. There were no adverse events or injuries reported based on this incident.